Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the bellavista 950 experienced alarm 388 (no o2 dosing possible) prior to patient use. The customer confirmed that there was no patient involvement associated with the reported event.